Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through checking and cleaning the pump components, including inspecting the o-ring and ensuring the cartridge was securely attached. The customer successfully completed the load process and resumed normal insulin delivery.